Event description:
Pt in clinic for remicade infusion secondary to IV line set up with 250cc normal saline. Chunk noticed to float down from upper filter (before it goes into pump). Infusion stopped, line clamped to pt - pt aware of problem. Has medical knowledge of IV's. No ill effects known. Foreign body in IV tubing found during set up (1/2" hard appears to be metal).